Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that after connecting the catheter at the piu, the piu shutdown. The returned device was visually inspected upon receipt and some greenish material similar to corrosion was observed on the connector. Then per the reported event, the catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Piu did not restart. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that during a hybrids pulmonary vein isolation (pvi), after connecting the catheter at the piu, the piu shutdown. First the customer replaced the cable, but the same problem occurred again. The case was completed by replacing the catheter without any patient consequence. Upon following up with the customer, bwi received additional information which is now indicative of a reportable event. It was stated there was 30 minutes delay because of this issue and the physician thought there was any potential risk to the patient due to this delay since the patient was under general anesthesia. A transseptal puncture was performed prior to the delay.